Event description:
Allevyn life dressing was used on a wound and when this product was removed the wound had signs of colonization/infection, not healing, reddened around the edges and increased pain. Customer stated that allevyn life causes infection because it is too moisture retentive and insulating.